Event description:
The customer reported that the jaws of the device would no longer open while on tissue. No further information was made available by the site. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.